Event description:
Pt had insertion of ivc filter via the right common femoral vein with venogram on (B)(6) 2014. Pt tolerated well and was discharged the next day. Pt has history of chronic back pain, however, began to experience right sided back pain some time in 2015. An x-ray of the spine was ordered. Completed on (B)(6) 2016 and showed one of the anchor legs of the ivc filter had fractured and migrated slightly superiorly. Interventional radiologist consulted and reviewed cta done on (B)(6) 2016. Ivc filter grew into the vessels and I did not feel comfortable removing the device. Cv surgeon then ordered MRI to explore source of pt complaint of right back pain. MRI showed advanced disc degeneration from l1-2 through l4-5 with building annuli at each level. No nerve root impingement was identified. Reason for use: dvt.